Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a foley catheter. The customer reports that the balloon did not deflate. No further information regarding medical interventions is currently available.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.